Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Arterial perforation is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record of the reported lot could not be conducted because the lot number was not provided. (B)(4). It should be noted that the IFU states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In addition, the xience xpedition stent system is indicated for treating de novo chronic total coronary occlusions.

Event description:
It was reported that this was planned coronary stenting procedure to treat a lesion in a saphenous vein graft to the right coronary artery. The 4.0 x 15 mm xience xpedition stent was implanted at an un-specified pressure; however, a perforation occurred. Two 4.0 x 12 mm xience stents were implanted distal and proximal in the area of the perforation, but the perforation continued to leak. Two 4.0 x 19 mm graftmaster stents were then placed distal and proximal in the perforation, which sealed successfully. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.